Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced blockage. The following information was provided by the initial reporter: our nicu has seen an increase in tubing used to infuse lipids logging at the filter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing used to infuse lipids logging at the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 22023008 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10012866 lot number 22029622 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced blockage. The following information was provided by the initial reporter: our nicu has seen an increase in tubing used to infuse lipids logging at the filter.